Manufacturer narrative:
Date sent: 2/24/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples were malformed. Some did not form at all. They sutured to close the opening. There was no adverse patient consequence.